Manufacturer narrative:
(B)(4). Batch # r59x7f. Device analysis: the analysis results found that the ntlc75 device was received with the anvil tip missing and with no reload present. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the anvil became detached, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopy, during procedure, the use of 75mm cutting linear stapler is required, it is properly armed, the surgical piece is taken, but it was not possible to make the suture cut, at the moment of actuating the lever, it does not raise. There were no patient consequences.